Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented vis merlin.net transmissions. It was noted that the high voltage lead impedance was greater than the upper limit. It was noted that the impedance was trending near the upper limit and may be more of a physiological reason. Programming changes were discussed. There were no patient consequences reported.